Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the display of the infusion device was defective. No adverse event was reported. The alleged product is not expected to be returned for product evaluation.